Event description:
On (B)(6) 2009, the patient reported that 3 times in the last 6 months, her insulin infusion device went into the stop mode during a bolus. She said her device did this without her programming it to stop. She said she was able to put it back into run immediately. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.